Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the versed infusion was programmed to infuse at 0.46ml/hr, and after a bolus was administered at 5.5ml/hr over 5 minutes, the rate was discovered to be 13.1ml/hr. The rate was discovered 30 minutes later and 7ml of fluid was missing from the syringe. No patient harm reported.

Manufacturer narrative:
The customer¿s report that versed infused faster than intended was confirmed. The pcu event log showed that midazolam 20mg/20ml was infusing at a rate of 0.46ml/hr. At 3:18 pm on (B)(6) 2016, the dose was changed to 3mg/kg/hr, which made the rate 13.7ml/hr. Bolus was then selected. A yes response was selected to the guardrails warning ¿dose exceeds guardrails limit of 0.2mg/kg/hr. Proceed?¿ a bolus dose of 0.1mg/kg with 5 minutes duration was programmed. When the bolus dose completed, the infusion transitioned to the continuous rate of 13.7ml/hr due to the rate change made at 3:18 pm. A volume of 15.67ml was recorded as being infused during this period. The root cause of versed infusing faster than intended was user programming.